Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 8. On 2024-03-12, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient opevratie or post-operative complications reported.